Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily damaged from attempted use. The device was manufactured in 2016. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include poor insertion technique or surgical debris between the mating surfaces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure, the lateral side of the 15mm insert couldn¿t sit properly into the tibia plate after several attempts. However, we had only one piece of such insert in the implant box. Hence, doctor used 13mm insert instead. No injury or patient harm reported. Delay of 15 minutes reported.